Event description:
It was reported during a removal surgery that the surgeon deformed the tip of a driver. The surgery was completed after a 20-minute delay. There were no other adverse patient consequences reported. This report is related to report number 3025141-2024-00174 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number 80-0759, batch number 530525) was returned for evaluation. The returned driver was visually examined under magnification. The driver showed discoloration at the handle connection point and had a slightly deformed tip. The tip was twisted and there were significant signs of wear. It cannot be determined at which point the driver tip twisted. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.